Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory visual inspection confirmed the reported issue of cracks in the gas cap. Pressure integrity testing showed no internal or external leaks when run at 3 liters/minute with 23 psig of back pressure for ten minutes. Due to the integrity of the returned device's gas cap the device's gas transfer ability could not be evaluated. Conclusion: medtronic¿s analysis confirmed the cracks in the gas cap. The cracks occurred following the manufacturing process and prior to clinical use. During production every oxygenator is tested for leaks and a review of the device history record showed that the device met all manufacturing requirements prior to distribution. Analysis concluded the damage to the gas cap is likely the result of mishandling during shipping or product setup. Medtronic received a copy of the user facility medwatch report ((B)(4)). The report restates the health care professional¿s event description reported to medtronic. The report does not allege that a medtronic product caused or contributed to the patient¿s hemodynamic instability or death. If additional information is received by medtronic a supplemental medwatch will be submitted. (B)(4).

Event description:
Medtronic received information that two minutes into this cardiopulmonary bypass procedure, for aortic valve replacement, with this affinity oxygenator, carbon dioxide retention (hypercarbia) was noted (p02 600mmhg; pco2 70-80mmhg). The perfusionist noticed the arterial blood line was dark. Oxygen flow was adjusted to 10l/min. An external oxygen tank was connected and blood gasses showed mild hypercarbia. The blender and vaporizer were changed out with no changes to blood gasses. The patient was cooled to 32 degrees celsius and the oxygenator was changed out over the course of about 90 seconds, after which blood gasses returned to normal. Following the procedure the patient was intubated and placed on a balloon pump due to hemodynamic instability. The perfusionist stated that the patient's condition following the procedure was not related to the oxygenator issue as the blood gasses showed good oxygenation despite the rise in co2. Following the change out the perfusionist noticed two hairline cracks on the gas cap near the tab. The tab was placed to the rear of the cardiotomy venous reservoir so the cracks were not noticed prior to the procedure. Additional information was received that the patient expired. The oxygenator is not suspected to have been a contributory cause to the patient's death.